Event description:
During eval of a returned homechoice machine, a possible overfill situation was identified which occurred during therapy started in 2008 in drain cycle 1. The patient's ultrafiltration reading was 694mls indicating the home pt (hp) drained 694mls more than their programmed fill volume of 2300 mls. This info gives a total drain volume of 2994mls (694mls + 2300mls). The home pt (hp) is doing fine and has been able to continue peritoneal dialysis therapy without any further problems. No pt injury or medical intervention was reported. Despite baxter's attempts, no additional info could be obtained regarding this event.

Manufacturer narrative:
Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during eval. Based on a review of all available therapy log data, the most probable cause of the overfill was determined to be insufficient drain / false empty detect at initial drain and at previous therapy last drain. It was noted in the therapy log that the pt had been draining less than the fill volume in a previous cycle of the previous therapy session, which could have contributed to the increased drain volume in drain 1. The device will be routed to the service area.